Event description:
Pt was revised to address poly wear.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to review of the info provided, as the lot number required to review the device history records was not provided. The investigation could not draw any conclusions regrading the reported event with the info available, however, although unavailable, it would not be unreasonable to expect some degree of poly material wear after approx seven years implanted. Provided info marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.